Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced to treat the lesion. However, during the procedure, the balloon burst while blowing inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced to treat the lesion. However, during the procedure, the balloon burst while blowing inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed, mildly tortuous, and mildly calcified. The balloon ruptured on the second inflation at 20 atmospheres for 30 seconds and there were no balloon pieces left inside the patient's body after it ruptured.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device batch the following attributes were examined. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure as per mustang specification with no leaks or issues noted. No issues were identified with balloon inflation or the balloon material. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft. A visual and tactile examination identified no issues with tip of this device. The encore inflation device was tested before and after use. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced to treat the lesion. However, during the procedure, the balloon burst while blowing inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed, mildly tortuous, and mildly calcified. The balloon ruptured on the second inflation at 20 atmospheres for 30 seconds and there were no balloon pieces left inside the patient's body after it ruptured.